Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is over heating during use. The patient also reported that the pdm is losing a battery charge quicker than expected.

Manufacturer narrative:
The data indicates the device stayed within the allowable range. The returned pdm battery failed to charge up. The cause of the battery's failure to charge could not be determined.